Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Vf episode seen during interrogation. Shock was aborted. Appears on home monitoring to be small amount of noise on iegm. In office check was all normal, including postural testing. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was explanted (B)(6) 2018 due to noise.